Event description:
Ta 60 mm stapler (ref # (B)(4), lot # pof0218mny) was being used during an open small bowel resection. The device was squeezed once by the surgeon and it did not release. He thought the device fired and he pushed the black button on the device to open the jaws of the stapler. It was then discovered that some of the staples fired and some did not. The ta 60 was removed from the field and a new one was opened and used successfully. FDA safety report ID # (B)(4).